Manufacturer narrative:
Trend analysis: n/a as no item number was available. Further information was requested but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that a (B)(6) years old female patient had received left tha (including ml taper stem, biolox head) on (B)(6)2009 and underwent a revision surgery on (B)(6) 2015 due to trunnion corrosion after 6 years in-vivo time. Review of received data primary implantation surgery dated (B)(6) 2009: preoperative diagnosis: end-stage arthritis, left hip operation: standard posterior approach performed. Zimmer devices implanted. No complications, abnormalities observed. Revision surgery report dated (B)(6) 2015: preoperative diagnosis: failed left modular neck uncemented tha. Operation: metal-stained tissue around the neck, very minimal discoloration of the inside of ceramic head and little on the way of corrosion of trunnion. Very clear medial and lateral corrosion changes on the double modular neck portion. And corresponding areas of threading on the inside of female end within the stem. All components were revised. Devices analysis: no product was returned to zimmer biomet for in-depth analysis root cause analysis: neither x-rays, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary : no ref/lot number of the head was given for the investigation. Therefore it is not known which biolox head was used. Operation report indicates corrosion at the trunnion of the stem. Thereby, minimal discoloration on the head was observed. The information at hand does not hint to any head sourced problem. For the investigation of the other components please refer to the split case form zimmer inc., warsaw with reference number (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a biolox head on the left side on (B)(6)2009. The patient was revised on (B)(6) 2015 due to corrosion and arthritis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split case with zimmer inc. (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a biolox head on the left side on (B)(6) 2013. The patient was revised on (B)(6) 2015 due to corrosion and arthritis.